Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had scope communication error b 30 and no image. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: e1 - email null, e3 - occupation. The device was returned to olympus for inspection, and the reported failure for error b30 was not confirmed, however the reported failure for no image was confirmed. Based on the results of the investigation, a probable root cause for error b30 could not be identified. Device returned and not reproduced. Based on the results of the investigation, the most probable cause of the complaint for no image is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.